Event description:
The clinician reports the implant was inserted (B)(6) 2025 in the patient's mouth. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. No product was returned to the manufacturer. At the event the patient experienced: infection, pain, mobility, swelling and increased sensitivity. No further patient complications were reported.